Manufacturer narrative:
Customer (person): (B)(6). (B)(4). Investigation ¿ evaluation: it was reported to cook that a plastic piece was found within the needle in a quick-core coaxial biopsy needle set. This incident was reported by hospital (B)(6), in (B)(6). No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device, as well as a visual inspection of the complaint device and examination of unused product, were conducted during the investigation. The complainant returned the prior to use device and 8 unused devices to cook for investigation. Physical examination of the returned device showed a specimen cup with a small clear piece of possibly plastic with the device. The 8 sealed devices were inspected, and no foreign matter was noticed. At this time, cook confirms that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: how supplied ¿do not use the product if there is doubt as to whether the product is sterile.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot records no nonconformances. As the plastic matter that was found was returned, further lot investigation was needed. A search of all lots manufactured on the same day as the reported lot for the same rpn found 7 additional lots. A nonconformance search found no relevant nonconformances on these additional lots. A complaint database search found no complaints from the field reported for any of the additional lots or reported lot. At this time, cook has concluded that no nonconforming product from the reported or additional lots exists in house or in the field. Based on the information provided, the examination of returned product including the plastic specimen, and the results of the investigation, it was concluded a quality and manufacturing deficiency contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints.

Event description:
It was reported a quick-core coaxial biopsy needle set was required for a biopsy procedure in a male patient. Before pre-arming the mechanism, plastic residue was noted in the biopsy window. Examination of the returned product on 27aug2020 confirmed foreign matter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.